Manufacturer narrative:
(B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.

Event description:
The customer observed short sampling errors in the closed mode generated from the cell-dyn sapphire hematology analyzer. The customer changed the cell-dyn sapphire vent head assembly and probe without resolution, therefore, a service call was initiated. The field service representative resolved the issue when the vent head assembly was replaced with the correct vent needle. There was no impact to patient management.